Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during drain 2. The home patient (hp) was connected at the time of the alarm. The patient line was properly primed prior to connection and there was no patient line extension being used. The home patient (hp) had disconnected from the hc without pressing stop or capping the line with a flexi cap. The patient had then reconnected. The hp cycled the power to clear the alarm, which was then followed by a system error 2367. The hp ended therapy and closed all of the clamps. The technical service representative (tsr) had the hp disconnect using aseptic technique. The hp was to notify her peritoneal dialysis nurse and start over with new supplies. The supplies were not damaged by an outlet port clamp or assist device. Proper procedures were reviewed with the patient. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 product was confirmed. The root cause was use error, patient disconnected from set. The label review found the labeling adequate for the use error in this complaint.